Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) and the health care professional (hcp) requested a further review of the data. Technical services (ts) was consulted, and it was found that there was a signal artifact monitor (sam) episode stored due to oversensing artifact related to the minute ventilation (mv) feature signal on the ra channel. In addition, the lss occurred due to high out of range pacing impedance measurements on the ra lead. Further testing was recommended. No adverse patient effects were reported. This ra lead remains in service.